Event description:
On (B)(6) 2012, hansson pin operation was performed. The directions of the hook were different, and the hook didn't appear. The pin was extracted and a new pin of the same size was used.

Manufacturer narrative:
Additional information has been requested. If additional information is received it will be provided on a supplemental report.